Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that pacemaker exhibited premature discharge of battery. The right ventricular (rv) lead exhibited over-sensing noise leading to pacing inhibition, and the lead noise was reproducible with pocket manipulation. Atrial lead exhibited noise and low sensing. The pacemaker and right ventricular (rv) lead was explanted and replaced. No intervention was performed for atrial lead, and it remained implanted. Patient condition was unknown.